Manufacturer narrative:
Additional information: b3 was updated to reflect event date. H6 was updated to reflect no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens and the downstream occlusion sensor seal bubbled up. The device was tested by the power up process and functional. The latch lock flex was found to be not working correctly. The resolution was to replace the failing latch lock flex circuit.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error 41541. There were no injuries or adverse events reported.